Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian vessel. An xxl balloon catheter was advanced for dilatation. However, the balloon was punctured before it reached the necessary pressure. There were no patient complications reported.